Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the investigation results, it is likely that the malfunction was caused by the customer's use of excessive force, resulting in damage to the lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the lens was offset on a telescope "ultra", 10 mm, 30°. There was no procedural delay, or no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the lens was damaged. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (offset lens) was not confirmed, however, the lens was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.